Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the post-op x-ray showed left l4 skived superiorly, but all other screws looked good. The manufacturer representative attempted to reregister, but got error "11075, posterior elements detection failed." The surgeon freehanded left l4. There was no patient harm and the procedure was delayed less than 30 minutes. After a reboot the system functioned as intended.

Manufacturer narrative:
H3, h6: no parts have been returned for product analysis. Multiple device codes are present. Below clarifies what each is associated with. A0908 - inaccuracy a13 - error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviation was between 3.5 and 10 millimeters .(mm)